Event description:
It was reported a patient underwent a total hip replacement on (B)(6) 2023 and barbed suture was used. During procedure the tip broke off. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. Na. Please provide the procedure name. Total hip. Did the needle tip fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Additional information has been requested however not received, believed to be not applicable. Were x-rays taken to locate the needle piece(s)? Multiple x-rays taken and was not identified within the pt. What measures were taken to retrieve the broken piece?was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located?what is the surgeon's opinion of consequences to the patient? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.